Manufacturer narrative:
This report is filed on september 27, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site, however the issue did not resolve. Subsequently, the patient was placed under general anaesthesia and underwent revision surgery on (B)(6) 2016 in order to replace abutment and was administered oral and topical antibiotics. The implanted device remains.